Manufacturer narrative:
(B)(4). This report was previously submitted under report number: 0001822565-2017-00451. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned part determined that it exhibits signs of repeated use. Additionally, a portion of the anterior post had fractured off from the device. The fragment was not returned for further evaluation. Device history record was reviewed and no discrepancies were found. Provisional top components and standard bottom components have been modified to prevent fracture. Therefore, the root cause is considered to be associated with the design of the device. The fractured component in this complaint was manufactured before the design modification. The root cause is considered to be a previously addressed design deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the instrument was found to be fractured. No patient consequences were reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.